Manufacturer narrative:
Patient information was refused to be provided by a site representative. Medtronic investigation of returned suspect device which finds that the clamp will tighten down but does not release or loosen properly. The two retaining washers/ring clips normally at the end of the adjustment screw are missing. Engineering analysis confirmed the testing findings: the captive washer on the distal end of the adjustment screw is missing from the instrument. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for spinous process tall clamp. Replacement device shipped to site 01/12/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spinous process tall clamp was unable to close properly. This was the first time to use this clamp. A different clamp, a spinous process small clamp, was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.